Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-28, lot # v260951, implanted: (B)(6) 2009, product type lead. (B)(4).

Event description:
It was indicated that a couple days prior to this call the patient was not being able to connect both with or without antenna attached. The patient tried a second set of aaa batteries and still got the poor communication screen. It was indicated that patient was implanted two weeks ago due to normal battery depletion. It was indicated that the night prior to the call patient had to get up several times. The patient experienced loss of therapeutic effect. Information received later indicated that patient was still having concerns regarding their device or therapy but was working with their health care provider or manufacturer representative. The patient appointment was scheduled on (B)(6) 2014. The previous information was not reported because the allegation was against a non-implantable device. It was later indicated that patient met with manufacturer representative and the program was switched from program 4 to 1. It was noted that at program 4 patient felt stimulation ¿too hard¿ in her vaginal and her stomach. It was indicated that it just happened on the day of this call. It was indicated that patient usually felt stimulation at the battery site when she was lying down at night and this has been going on since implant. It was noted that the patient would try to decrease stimulation, but when she did that, then she had to go to the bathroom too often and that had been going on since implant. It was noted that the manufacturer representative had fixes that and she was thinking she would be alright now. It was indicated that patient checked stimulation, it was set at 1.0 and she was still feeling the pain in her stomach area. She decreased stim to 0.95 and it was better now. Pt states the pain in her stomach was related to feeling stim in stomach and vagina "too hard" which patient had stated just started happening on the day of the call. It was later reported that the cause of event was not determined and was not related to device. It was indicated that patient was reprogrammed. It was noted that patient recovered without permanent implant. A follow-up report will be sent if additional information becomes available.